Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with moderate tortuosity and moderate calcification. The grandslam guide wire was advanced; however, the guide wire met resistance with a previously implanted unknown stent in the distal rca. During an attempt to remove the grandslam, resistance was again noted with the stent, and the tip of the guide wire separated in the vessel. An attempt was made to snare the separated tip, but was unsuccessful. There was no damage noted to the stent. The tip was left free floating in the rca. The patient was sent to surgery the following day, and the guide wire tip was removed successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is inferred that the distal section of the grand slam was caught by the previously implanted stent, and that the removal manipulation against the resistance lead to the breakage of the guide wire due to applied force that exceeded the product design limit. The warnings section of the instructions for use (IFU), describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise the guide wire may be damaged. Never push, auger, withdraw, or torque a guide wire that meets resistance. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged resulting in fragments being left inside the vessel. Do not manipulate the guide wire through struts of stent. Separation or breakage of guide wire is listed as one of possible complications and adverse events. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.